Event description:
The customer reported experiencing cgm error 42 multiple times without resetting the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the error was resolved. The customer successfully initiated a sensor session, and a pump replacement was authorized.